Event description:
It was reported that the brakes are difficult to engage/disengage. It was further reported that two caregivers were injured as a result, but upon further investigation, the caregivers did not receive medical treatment or take time off work. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This event is captured under MFR report # 0001831750-2021-00095.

Manufacturer narrative:
The device was not evaluated and no cause was determined, as the customer was unable to provide a serial number and did not make the device accessible for testing.

Event description:
It was reported that the brakes are difficult to engage/disengage. It was further reported that two caregivers were injured as a result, but upon further investigation, the caregivers did not receive medical treatment or take time off work. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.